Event description:
During a premature ventricular contraction ablation procedure (in voxel mode), a delay occurred due to magnetic distortion. Magnetic distortion was noted when the catheter was connected at port 4. A small circle at the bottom right was red and stated: "catheter data invalid" but there was a distortion value of "I - one" map points could not be collected. Troubleshooting did not resolve the issue, therefore an ablation catheter was used and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported distortion and subsequent delay remains unknown.